Event description:
Pt underwent cataract surgery on 02/18/98, and implantation of a staar model aq-2010v intraocular lens. However, the dr stated that after the lens was inserted into the capsular bag, as he was rotating the lens, he tore the bag. The lens was removed, an anterior vitrectomy was performed and a pmma lens was implanted in the sulcus.